Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would fail the user test and it would intermittently not charge up for defibrillation. There were no reports of patient use associated with this event.